Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that pulse generator exhibited backup vvi operation while in the box. The device was not used.

Manufacturer narrative:
Final analysis found the device was in backup vvi operation due to an integrated circuit sensitive to exposure to low temperature.